Event description:
It was reported that the patient woke up around 11 pm on (B)(6) 2024, and found it wet with chemo residue on their clothes and the bag. It was reported that the pump was leaking from the tubing attached to the cassette and that it had unscrewed from the pump. There was no patient harm/adverse event reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.